Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd bactec¿ fx40 instrument, false positive results were obtained. There was no report of confirmatory testing. No patient impact was reported. The following information was provided by the initial reporter: two cases of false positive result.

Event description:
It was reported that during use with the bd bactec¿ fx40 instrument, false positive results were obtained. There was no report of confirmatory testing. No patient impact was reported. The following information was provided by the initial reporter: two cases of false positive result.

Manufacturer narrative:
H.6 investigation summary: a failure was reported on a bd bactec fx40 (p/n 442296, s/n (B)(6). Customer reported a false positive issue on their instrument. A field service engineer (fse) was dispatched. The fse performed the recommended inspection of the instrument, no problems were found with the instrument. The root cause was unable to be determined. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to results issues. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.